Event description:
--

Manufacturer narrative:
Additional information received noted that follow up took place. This device was interrogated and showed a battery status of "good" with remaining battery indicator at < .5 years. In addition, it was noted that the right atrial channel was sensing ventricular signals. An x-ray performed did not reaveal any issues. A replacement procedure was planned. The model/serial number of the leads are unknown.

Manufacturer narrative:
Additional information received noted that this patient underwent a replacement procedure and a new device was implanted. The old device was discarded at the hospital. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that a follow up took place. The physician alleged that this device had depleted prematurely. It is unknown when the replacement procedure will take place. A request to technical services was made to determine if the battery depletion was normal based on programmed parameters. The device currently remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Technical services estimated that based on the device settings the longevity of the device was between 7.3 years and 7.5 years